Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced a twisted hernia. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient had surgical repair for the twisted hernia. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.